Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board. The insulin pump also had a missing end cap sticker. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report a weak battery alarm and a blank display. Troubleshooting was performed, and the issues continued. Nothing further was reported.